Event description:
It was reported that the procedure was to treat a distal right coronary artery that is 75% stenosed. The 2.0x15mm mini trek balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, during the first inflation the balloon ruptured at 8 atmospheres. A non-abbott stent and non-abbott balloon used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.